Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing site address is unknown. Original awareness date is (b)(6() 2012. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a distal radius fracture case while inserting the screws, the star drive screwdriver tip broke off into the patient. The fragment was retrieved and surgeon used another driver to complete the procedure with no further incident. No patient harm was reported.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Event description:
Correction to the complaint description from distal radius fracture to metacarpal.